Event description:
The report stated that at the end of the procedure, while passing the device off the surgical field, the end of the device was brushed against surgical staff member. The staff member was cut by the unexpectedly exposed blade which was sticking out from the jaws. The staff member went to the emergency room but no stitches were needed.

Manufacturer narrative:
The device has been received and is under evaluation. When the investigation is complete, a follow-up report will be sent.